Event description:
No patient involved: the complainant reported that the console failed to start and shut down a couple times in the catheterization laboratory prior to placing the impella cp. This console also had a battery temperature high alarm which resolved. A second console was used successfully. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.